Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device available for analysis. Engineering eval completed by ad on (B)(6) 2018 design-related issues: the design of the truliant femoral locking impactor head has been in the field since 2016. Exactech has received 5 complaint reports involving truliant femoral locking impactor heads since 2016. Because the truliant femoral locking impactor head is used to impact femoral components, sales data for truliant femoral components was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. According to information provided for the correction and removal committee meeting ((B)(4)) and the corresponding corrective action ((B)(4)), a welding requirement was not adequately specified. Refer to (B)(4) and (B)(4) forfurther information. Mfg-related issues: this issue was not found to be manufacturing related. Refer to (B)(4) and (B)(4) for additional information. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this truliant femoral locking impactor head, 750-2014-006-rmr rev b, was reviewed. The risk is captured in line 35. The disassembly of the washer and screw reported in experience (B)(4) was likely the result of inadequate welding between the screw and the washer subcomponent applied during manufacturing assembly. Refer to (B)(4) and (B)(4) for additional information. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. Exactech IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. There is no reported patient adverse event. Parts of the device were removed from the patients. An investigation was conducted: the disassembly of the washer and screw reported was likely the result of inadequate welding between the screw and the washer subcomponent applied during manufacturing assembly.

Event description:
It was reported from the us that during an orthopedic surgery the left knee was prepped using truliant knee instruments. Shortly after impaction of the femoral trial, the surgeon's pa noted a small piece of metal in the wound. This was retrieved and noted to be a small washer. As the staff was trying to figure out from where the washer had come, the pa also noted a second piece of metal in the wound. This was retrieved and found to be a very small screw. A photo was taken and sent immediately to the company for confirmation of what the two pieces might be from. It was believed that the parts came from the truliant femoral impactor head as it had just been used, this was confirmed from the photo sent to the company. A second femoral impactor head was obtained and used for the remainder of the case. X-rays were taken in the o.r. To ensure no other pieces of metal had fallen off the handle or any instrument. X-rays were clear for any other metal parts. The case proceeded without further delay or incident. The agent was present during the surgery. There was a delay to surgery with no patient adverse event. Inactive agency with no hospital/other contact information for the event. No additional information.